Event description:
Indwelling first PICC catheter in right arm broke below the oval disc while patient was undressing. The catheter was secured with stat locks.

Manufacturer narrative:
One used unit was received on 25 april 2008 and is currently being decontaminated. Additional information has been requested. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 02 may 2008.